Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found unraveled during use on the patient.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled spring wire guide was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The likely root cause of this complaint is unintentional use error; however, without the device to evaluate, the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found unraveled during use on the patient.